Event description:
The pt reportedly experienced an infection. The pt has reportedly responded well to a 9 day course of antibiotics (type unk). Revision surgery has been considered, however, given the current health status of the pt, there are no immediate plans to revise at this time. Advanced bionics is in the process of gathering more info. Once more info is received, a supplemental report will be submitted.